Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2020-31469. It was reported that patient had an infection at their lead site. Patient underwent surgery on (B)(6) 2020, wherein their system was explanted. The patient did complete antibiotic therapy and the infection has since resolved.